Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre sensor. A mother, who is the caregiver, reported that overnight from (B)(6) 2020 to (B)(6) 2020, sensor readings of 53 mg/dl and 80 mg/dl were received compared to readings of 136 mg/dl and 136 mg/dl obtained on the built-in meter. The customer experienced tremors and ¿not feeling well¿, and the caregiver treated the customer with 50 ml fruit juice and 2 sugars. The caregiver further reported that a couple hours later, sensor readings of 154 mg/dl, 387 mg/dl, and 292 mg/dl were received compared to built-in meter readings of 251 mg/dl, 368 mg/dl, and 456 mg/dl. The caregiver administered 3 units of insulin bolus as treatment, and no further treatment was reported. There was no report of death or permanent impairment associated with this event.